Event description:
Facility alleges hole in avf tubing behind the avf wing of fistula needle. Air entered arterial line at start of treatment. Pt recannuated with new needle. No further medical intervention required. Estimated blood loss 120cc.